Manufacturer narrative:
It was reported that the batteries would rapidly discharge. Eight batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Analysis of the devices revealed that the batteries met specifications; the units passed visual examination and functional testing. Log files were not available for analysis. As a result, the reported event could not be confirmed during bench testing; the battery performed as expected. Per the instructions for use (IFU): the instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers and adapters are outlined. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. Battery - (B)(4) / 1650 / manufacturing date: 08/27/2015 / expiration date: 08/31/2017 / UDI: (B)(4). FDA codes: (B)(4) method code: visual inspection, interoperability evaluation, actual device evaluated. Results code: no failure detected. Conclusion code: no failure detected, device operated within specification. Battery - (B)(4) / 1650 / manufacturing date: 09/22/2015 / expiration date: 09/30/2016 / UDI: (B)(4). FDA codes: (B)(4). Method code: visual inspection, interoperability evaluation, actual device evaluated. Results code: no failure detected. Conclusion code: no failure detected, device operated within specification. Battery - (B)(4) / 1650 / manufacturing date: 08/28/2015 / expiration date: 08/31/2016 / UDI: (B)(4). FDA codes: (B)(4). Method code: visual inspection, interoperability evaluation, actual device evaluated. Results code: no failure detected. Conclusion code: no failure detected, device operated within specification. Battery - (B)(4) / 1650 / manufacturing date: 09/19/2015 / expiration date: 09/30/2016 / UDI: (B)(4). FDA codes: (B)(4). Method code: visual inspection, interoperability evaluation, actual device evaluated. Results code: no failure detected. Conclusion code: no failure detected, device operated within specification. Battery - (B)(4) / 1650 / manufacturing date: 09/22/2015 / expiration date: 09/30/2016 / UDI: (B)(4). FDA codes: (B)(4). Method code: visual inspection, interoperability evaluation, actual device evaluated. Results code: no failure detected. Conclusion code: no failure detected, device operated within specification. Battery - (B)(4) / 1650 / manufacturing date: 07/28/2015 / expiration date: 07/30/2016 / UDI: (B)(4). FDA codes: (B)(4). Method code: visual inspection, interoperability evaluation, actual device evaluated. Results code: no failure detected. Conclusion code: no failure detected, device operated within specification. Battery -(B)(4) / 1650 / manufacturing date: 08/03/2015 / expiration date: 08/31/2016 / UDI: (B)(4). FDA codes: (B)(4). Method code: visual inspection, interoperability evaluation, actual device evaluated. Results code: no failure detected. Conclusion code: no failure detected, device operated within specification.

Event description:
It was reported from the site that the patient's batteries weren't holding charge. Batteries were switched out and it was stated that there were no effect on patient. No additional information available.